Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during the pre-use check. The expiratory cassette was mentioned as broken and according to the service report both pressure transducers were replaced. No further information was provided. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).